Event description:
A peritoneal dialysis pt has reported that once the screen on the cycler prompted her to remove the cassette, there was fluid coming out from the machine. However, she did not notice a rip in the cassette, she just noticed fluid coming from where the cassette was placed. There was no report of pt ill effect. The sample is available.